Event description:
It was reported that the unspecified bd plastipak syringe experienced a needle that was loose/pulled out of the hub. The following information was provided by the initial reporter: customer reports: "I make purchases with bd plastipak and I received a bag of syringes with needles that came with defects, which I went to use on a patient and the needles fell, falling off at the time of the consultation."

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the unspecified bd plastipak syringe experienced a needle that was loose/pulled out of the hub. The following information was provided by the initial reporter: customer reports: "I make purchases with bd plastipak and I received a bag of syringes with needles that came with defects, which I went to use on a patient and the needles fell, falling off at the time of the consultation."